Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose but the insulin pump did not alarm or give an alert. The customer¿s blood glucose level during the incident was 400 mg/dl. They had nausea. They treated by taking the insulin pump off and taking a manual injection. The customer¿s current blood glucose level was 204 mg/dl. Troubleshooting was performed. The insulin pump failed the high-pressure test twice. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.